Manufacturer narrative:
Results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined

Manufacturer narrative:
(B)(4). Device evaluation: a sample is not available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that when the nurse was getting blood from the patient, he was able to get the first tube of blood. When he went to put the second tube in the hub, the gray end of the butterfly was broken and the butterfly and the hub fell apart. The nurse received a needle stick to his finger and had testing done per hospital procedure.